Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report notes wash out due to infection. Components were not removed.update: (B)(4) 2014, per the sales rep, the patient continues to be infected. It was discovered that on (B)(6) 2014 during the wash out procedure, the liner was removed, washed/cleaned packed with antibiotic cement and re-implanted back into the patient. The patient was brought back to the or on (B)(6) 2014 and the liner was removed again and a new liner was put in place.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.